Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurses went to use the 28 cm (centimeter) line for dialysis as usual, the nurses noted that the cuff was out, and the line was dislodged. It was stated that the line did not fell-out completely while the patient was at home, and the cuff was visible around two inches from the entry site when presented for dialysis. The nurse felt that the site looked unclean, a swab was sent, and it had no growth. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use. There were no other defects/damages found on the product. There were no other products utilized with the device. The standard cleaning of the dialysis catheter while in and out of the unit was with green device wipes, 2% chlorhexidine, 70% alcohol, and a chloraprep on dressing during change days. The lines were dressed with a tegaderm chg (chlorhexidine gluconate) dressings. The patient missed a dialysis session, and the treatment did not proceed and was not completed. As a remedial action, the line was removed, and a line replacement was required. After a new line was placed, the hemodialysis (hd) treatment proceeded and was completed on november 20, 2023. There was no blood loss, and a blood transfusion was not required. As an intervention/treatment due to the event, the patient was fully assessed by the medical and nursing staff and the bloods were sent to ensure that the patient was safe without immediate line replacement and treatment. As a just in case measure, the patient was given once of 10 g (grams) sodium zirconium cyclosilicate. The patient's current and pre-existing health conditions or history that may only be related to the event were end stage renal failure due to malignant hypertension, poor compliance with medication, hepatitis b, and started hemodialysis in july during second ICU (intensive care unit) admission for pulmonary hemorrhage in four month period. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurses went to use the 28 cm (centimeter) line for dialysis as usual, the nurses noted that the cuff was out, and the line was dislodged. It was stated that the line did not fell-out completely while the patient was at home, and the cuff was visible around two inches from the entry site when presented for dialysis. The nurse felt that the site looked unclean, a swab was sent, and it had no growth. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use. There were no other defects/damages found on the product. There were no other products utilized with the device. The standard cleaning of the dialysis catheter while in and out of the unit was with green device wipes, 2% chlorhexidine, 70% alcohol, and a chloraprep on dressing during change days. The lines were dressed with a tegaderm chg (chlorhexidine gluconate) dressings. The patient missed a dialysis session, and the treatment did not proceed and was not completed. As a remedial action, the line was removed, and a line replacement was required. After a new line was placed, the hemodialysis (hd) treatment proceeded and was completed on (B)(6) 2023. There was no blood loss, and a blood transfusion was not required. As an intervention/treatment due to the event, the patient was fully assessed by the medical and nursing staff and the bloods were sent to ensure that the patient was safe without immediate line replacement and treatment. As a just in case measure, the patient was given once of 10 g (grams) sodium zirconium cyclosilicate. There was no reported patient injury.